Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate leaked fluid into the housing. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 07, 2020 - october 08, 2020. H10: the device was received for evaluation. Visual inspection was performed and fluid was observed inside the bag that contained the sample and also inside the housing of the sample which suggested a leak has occurred. Further inspection observed that the cause of leak was due to an opened slide clamp and an untightened blue winged cap. Functional testing was performed by filling the device. After fill, the blue winged cap was hand tightened and the slide clamp was closed. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.